Event description:
During a low anterior resection, the surgeon found there was no knife to cut through the specimen; just the staple after their firing. They then fired the device again and found that the knife cut through the specimen but the anastomosis is not proper. The case was converted from double stapling technique to hand sewn.